Event description:
It was reported that the motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Motor rate error was found in the event history log. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be leadscrew nut was found little tight. The technician replaced shimming and gauging leadscrew nut. Performed preventive maintenance and all functional testing which passed.